Event description:
A customer reported that there were cutter vibrations during surgery. There was no harm or impact to the patient. Additional information has been requested but not yet obtained for this case.

Manufacturer narrative:
The investigation is in progress. A sample has been received, however has not yet been evaluated. A root cause has not been identified. (B)(4). This report was mailed to FDA on: 06/11/2014. (B)(4).